Event description:
It was reported that a cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A single curve watchman truseal access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used after attempting the implantation of a 30mm closure device and a 27mm closure device, which each failed release criteria. After the deployment of the 24mm closure device, the foot of the device became trapped by the pectinate, leading to the exposure of a sharp tip of the closure device. It was deemed dangerous to leave the closure device in that state, therefore a partial recapture was performed to remove foot of the device. The foot remained trapped in the pectinate, thus the device was fully recaptured and the procedure was cancelled. The patient then developed cardiac tamponade and pericardiocentesis was performed to drain the tamponade. The patient fully recovered and was discharged home four days post procedure.